Event description:
It was reported that on (B)(6) 2013, the surgeon performed an unspecified procedure and implanted the patient with a sternal plate and screws. Subsequently, the patient felt like the plate was not secure. The patient returned to surgery on (B)(6) 2013. It was found that a screw had backed out and the surgeon elected to remove plate and unspecified number of screws. It was reported that the procedure was successfully completed. The plate and screws were given to the patient. It is unknown whether another device was implanted. This report is for an unknown screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.